Manufacturer narrative:
Review of images: (B)(6). Performed a cmv assay on five known (B)(6) and two known (B)(6) cmv in house donors on the neo using capture-cmv indicator cells (ccic), lot 228156 and capture-cmv, lot c089. Controls performed as expected and all donors typed as expected. Retention products performed as expected.

Event description:
Customer reported unexpected (B)(6) cmv results when testing 4 samples on the neo with capture cmv indicator red cells. The samples had been tested at a different facility and all resulted (B)(6). All the samples were fresh draws and were spun before testing.